Event description:
The event occurred in china during treatment. It was reported that an error was found in the monitoring of arterial pressure values. Upon inspection the getinge field service technician found that the hls cable needed to be replaced. No harm to any person has been reported. As a pressure reading issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
New information was received on 2026-03-27 that the cardiohelp was replaced during treatment. The failure was that the pressure readings were too high. The customer declined to disclose patient data. Further it was stated by the customer that the pump did not stop. The hls cable was corroded. A picture evidence was provided. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.